Event description:
During surgical procedure, after using a synthes 6mm/9mm cannulated stepped drill bit (reference # 03.037.022), retained fragments were observed on x-ray from the tip of the drill bit which was also observed on the drill bit tip after removal from the patient. Additional x-rays were obtained, attending physician was aware and clinician made aware.